Event description:
The manufacturer received information alleging the system setup, pneumatic, and pressure verification test steps had failed on a trilogy ev300 device. The customer placed a service call to the local philips helpdesk for this issue. The device was not in patient use. The ventilator was not returned to the manufacturer for evaluation. The customer alleged the proportional valve, and three-way (3-way) solenoid valve were causing the issue to occur on the device. There were no repairs made, or parts replaced on the device by philips because the customer would be making the repairs to the device.